Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent an initial knee procedure and the patient was revised due to clicking noise from his knee. Subsequently, patient was revised to a thicker bearing.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent an initial knee procedure and the patient was revised due to clicking noise from his knee. Subsequently, patient was revised to a thicker bearing.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an initial knee procedure and the patient was revised due to clicking noise from his knee. Subsequently, patient was revised to a thicker bearing.